Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter struts outside the wall of the ivc with multiple struts contacting surrounding tissue/organs and fracture of multiple filter struts with of one or more fractured struts contacting surrounding tissue/organs. The indication for the filter placement, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, perforation of all filter struts outside the wall of the ivc with multiple struts contacting surrounding tissue/organs and fracture of multiple filter struts with of one or more fractured struts contacting surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts contacting surrounding tissue/organs and fracture of multiple filter struts with of one or more fractured struts contacting surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Approximately eleven years and eleven months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported the superior end of the cordis trapease inferior vena cava (ivc) filter at the l3-4 interspace. The ivc filter is tilted laterally at the superior end which contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. The medial perforated struts contact the aortic wall. There are multiple fractured struts and a medial fracture fragment of a strut perforating the ivc laterally by 7mm and contacting the right hepatic lobe of the liver. No thrombus was seen within the ivc. Similar results were obtained from two previous CT scans which were used for comparison. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, tilting and fractured filter struts retained and perforating the ivc. The patient further experienced stomach problems, infections, shortness of breath and anxiety related to the filter, becoming aware of these events approximately thirteen years after implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts contacting surrounding tissue/organs and fracture of multiple filter struts with of one or more fractured struts contacting surrounding tissue/organs. The patient reported becoming aware of the events approximately thirteen years post implant. The patient also reported stomach problems, infections, shortness of breath and anxiety related to the filter. Approximately eleven years and eleven months post implant the patient underwent an abdominal computerized tomography (CT) scan to evaluate the filter. The scan reported the superior end of the ivc filter at the l3-4 interspace. The ivc filter is tilted laterally at the superior end which contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. The medial perforated struts contact the aortic wall. There are multiple fractured struts and a medial fracture fragment of a strut perforating the ivc laterally by 7mm and contacting the right hepatic lobe of the liver. No thrombus was seen within the ivc. Similar results were obtained from two previous CT scans which were used for comparison. The indication for the filter placement, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed. Due to the nature of the complaint the reported stomach problems and infections could not be further clarified. Stomach problems, infections, shortness of breath and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts contacting surrounding tissue/organs and fracture of multiple filter struts with of one or more fractured struts contacting surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.approximately eleven years and eleven months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The scan reported the superior end of the cordis trapease inferior vena cava (ivc) filter at the l3-4 interspace. The ivc filter is tilted laterally at the superior end which contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 7mm. The medial perforated struts contact the aortic wall. There are multiple fractured struts and a medial fracture fragment of a strut perforating the ivc laterally by 7mm and contacting the right hepatic lobe of the liver. No thrombus was seen within the ivc. Similar results were obtained from two previous CT scans which were used for comparison.